Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was 350 mg/dl. The customer reverted to manual dose injection for insulin therapy. Reportedly, the customer reused the cartridge which is considered off label insulin use per the tandem user guide.